Manufacturer narrative:
Lumenis investigated the event report by contacting the user facility directly. Reasonable attempts were made by telephone (3x) and email (1x) to obtain further information including patient's vital history and age, treatment settings, reported outcome; however, no further information was provided in addition to the initial report. A lumenis technical expert examined the subject device and completed performance tests of all specifications concluding the device operated manufacturer's specifications. A review of the DHR confirmed that the subject device met all test specifications without deviation per the DHR during the manufacturing process. No treatment settings were provided therefore a clinical review of settings cannot be performed at this time. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient complained of pain post selective laser trabeculoplasty (slt) to the eyes for treatment of glaucoma with a lumenis selecta ii laser.